Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Zimmer biomet (B)(4) and package supplier are in the process of initiating modifications to address reported issue.

Event description:
It was reported that the package was not fully sealed. There was no patient injury and another unit was available to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Review of device history records show that lot released with no recorded anomaly or deviation. Visual inspection of the inner pouch found the supplier sealing was opened partially. Corrective action has been initiated for the reported issue.